Manufacturer narrative:
(B)(4). The alleged malfunction was not duplicated. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer states: during use, the suction port of the catheter mount was open and the ventilation had not started. Later, the patient passed away. The hospital side doesn't think the death is related to the device fault because the patient was hospitalized in cardiopulmonary arrest state. The circuit was a fisher and pikel, the catheter mount was a smith medical. It was confirmed that the ventilation doesn't start when the suction cap is open. It started when the cap was closed.